Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Customer's blood glucose ranged from 212-383 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.